Manufacturer narrative:
Patient was given topical polysporin for post treatment care healing. The treatment technique was not followed per clinical guidelines. Blisters are an expected side effect from laser treatments. However, the laser device was evaluated and found to be operating outside of specification (on higher end), beyond the +/-20% allowed range. Cynosure's service technician performed system calibrations and maintenance in order to resolve the issue. This incident is reportable because the device was found operating out of specification range.

Event description:
Patient developed blisters, an expected side effect from laser procedures. But, the device was found operating beyond specification range.